Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. However, the interface (umbilical) cable was replaced due to logs showing that the frame rate was lower than desired. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a non-navigated image acquisition for an electrode and probe placement, the imaging system displayed a message stating "an issue has occurred that may effect navigational accuracy." Restarting the imaging system resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided. There was no impact on patient outcome.